Event description:
It was observed that during the device evaluation, power button started to fail on the video processor. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿power switch does not work¿ occurred due to failure of the power switch. However, the root cause could not identified. Olympus will continue to monitor field performance for this device.